Event description:
A hospital in (B)(6) reported via our distributor that water leaked at the connection between the water feed tube and the bag spike of an mr290 autofeed humidification chamber during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection revealed that sufficient amount of glue was present around the spike tubing connection; however, the glue was not bonding. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests the leak developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).